Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient was in session and then smart device stated pair new tx occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A probable cause could not be determined..